Manufacturer narrative:
The insulin pump was received with intermittent button response due to a corroded keypad. There was no button error alarm during testing. The pump was received with a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report that her insulin pump had a button error alarm while she was trying to check her blood glucose level and program it into the pump. Her blood glucose level was 99 mg/dl. Customer stated that she was stuck between the pillow. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.